Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and pre-existing flail. A mitraclip ntw was prepared per the instructions for use (IFU), inserted without issues, and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from roughly 15 degrees to roughly 80 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Na.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and pre-existing flail. A mitraclip ntw was prepared per the instructions for use (IFU), inserted without issues, and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened from roughly 15 degrees to roughly 80 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.